Manufacturer narrative:
Additional information was received indicating that this report is a duplicate and will be designated as unreportable. The original report, 1220648-2026-02836, will serve as the primary report, and the h6 codes were updated. Section d suspect medical device was updated.

Event description:
Additional information was received the console with the purge issue is ic2398 and was replaced with ic12020. After clinical review, it was determined that there is no reportable complaint. This case is a duplicate.

Manufacturer narrative:
D9: added the devices return information.

Manufacturer narrative:
H6. Medical device problem code added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Based on the limited available information, the complaint involves a purge system priming issue with no patient harm reported. A device evaluation may be necessary to determine the root cause.